Manufacturer narrative:
This device is used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. A review of the device history record indicates there were no anomalies which could have caused or contributed to this complaint. All records indicate the product was manufactured to specifications placeholder.

Event description:
During an orif of a hip fracture, the helical blade was inserted all the way through the nail when the connecting screw head broke off. The surgeon used needle nosed pliers to grasp the shaft of the connecting screw, and unscrew it to remove the shaft. The blade was not removed, no fragments to retrieve other than the shaft which was successfully retrieved. Surgeon completed the procedure with no further problem and no extension of time.

Manufacturer narrative:
Device used for treatment and not diagnosis. The helical blade coupling screw was received in two pieces and was broken where the knob and shaft intersect. The fracture surface is homogenous with a continuous weld bead which indicates material uniformity and good weld penetration. The shaft connection is still welded into the knob. There are numerous dents on the top and edges of the knob. The threads on the end are discolored but still intact and a known good helical blade was successfully attached to the coupling screw during this evaluation. There are several minor surface scrapes and scuffs on the shaft that are consistent with field use. Excessive hammering of the coupling screw off angle or when the screw is not fully tightened, per the described technique guide could result in loading conditions that may lead to breakage. The returned device was manufactured in january 2007 and is over 6 years old and shows evidence of being used and hammered extensively over that time. The dents around the perimeter of the head indicate that it has been struck off angle numerous times. The design was reviewed and determined to be acceptable for the intended use.